Event description:
It was reported that the customer had a transmitter that did not blink when connected to the sensor. Customer's blood glucose level was 24 mmol/l. Customer treated with the pump. Customer was using the enlite sensor. Customer was advised to replace the sensor. Customer found that the sensor was bent. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.